Event description:
IV tubing snapped at the most distal port site. This has been frequently occurring. Unfortunately, the packaging is discarded before the failure occurs, so lot information has not been recorded. Manufacturer response for set, administration, intravascular, alaris, smartsite, (per site reporter). The tubing will be returned for failure analysis.